Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was observed to be damaged, and the pump will no longer charge. The customer's blood glucose level was 65-70 mg/dl. Reportedly, the customer will use a backup insulin pump for insulin therapy.